Event description:
The patient reported that two days post implant, an alert tone was triggered. The alert was suspected to have been triggered due to a poor connection between the competitor right atrial (ra) lead and the device header. Reprogramming was indicated to have occurred. The ICD and ra lead remain in use. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).